Manufacturer narrative:
Device not returned.

Event description:
It was reported that the control iq software intermittently did not accurately adjust the amount of insulin delivered. The pump was reset in attempt to resolve the issue, however, the issue persisted. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose ranged from 77-78 mg/dl.